Event description:
It was reported that the surgeon attempted to insert a cc4204bf single piece collamer lens and there was injector malfunction. No patient contact. Further information was requested but not yet forthcoming. If any additional information is received a supplement medwatch form will be submitted.

Manufacturer narrative:
(B) (4). The product pertaining to this complaint was not returned for evaluation, however, the lens was returned stuck inside the cartridge. The tip of the cartridge was slit and there was evidence of a clear surgical residue. Conclusion: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B) (4).